Event description:
It was reported that the customer had unexplained high blood glucose. Troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test due to motor error alarm. No check settings alarm noted.